Event description:
Device was returned for repair. During the repair the technician found the device had a faulty motor, heated up quickly and a faulty control system. The latch of the coupling mechanism and the hose were also found to be worn. (B)(4).

Manufacturer narrative:
(B)(4). During pre-repair assessment performed by technician, investigation revealed the motor, control system and latch were faulty. The device was repaired and returned to customer on (B)(6) 2013.